Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: stock review: proceed to review the available units of this product code/lot number and verify that to date there are (B)(4) units available. Quantity produced/imported: a total of (B)(4) units of the lot in question were manufactured. Distributed quantity: the manufactured units were distributed to 8 clients from different cities: (B)(6). Background: the database of the claims was reviewed and it was confirmed that there is no report related to this product code and lot number. Batch record/batch record: the documentation corresponding to the manufacturing of the batch was reviewed and it is verified that the batch had a normal process, no deviations are identified, nor alterations during the production. Results for the batch release: the results obtained for the release of the batch, in terms of resistance to tension in the node, met the requirements for this type of suture. Your claim will be recorded in our status and taken into account in the trend analysis. Conclusions: based on the research carried out and in relation to the release of the lot, the claim is determined as "not confirmed". Actions: in accordance with our internal procedures, no corrective or preventive actions are required. Device not returned.

Event description:
Country of complaint: colombia incident description: during the surgical procedure performed by the orthopedic surgeon, the thread suture broke.